Event description:
The customer reported that during a left robotic assisted lap nephroureterectomy, the generator malfunctioned and current was conducted to the left internal iliac artery, causing a perforation to the artery. The perforation was detected intra-operatively. The patient lost 2 liters of blood and received a transfusion. The perforation necessitated repair by a vascular surgeon. Please also refer to customer's medwatch report# (B)(4).

Manufacturer narrative:
Customer medwatch report# (B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.